Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt was wondering if they should get a new device. Pt reported they were still in a lot of pain. This device was not helping the pain. Pt did not know when the issue started. Pt said it started a while back, quite a while. Pt wanted to increase stim and when they put it on pt could not change the amount of stimulation. Pt then clarified the device was not working but pt was on 4 or 6. Everyone was telling the pt they could get a new device. Reviewed the new external equipment like intellis or vanta won't work on their ins. Suggested to go to hcp to have them check the device programming and make adjustments if needed. Pt also said the other reason why pt would like to get a new device is because new device is better and MRI compatible. Pt said when they lived in florida nobody would do an MRI on them with this machine. Now pt was in wi and there was a girl at the x-ray place who know how to place the device in MRI mode but nobody in fl knew. Reviewed MRI mode tells the eligibility and reviewed MRI tech can call ts. Pt was redirected to hcp. Additional information was received from a rep. Caller was notified yesterday that since last thursday after physical therapy (swimming) patient has noticed a new pain. Tss asked if this area of pain is something the scs is expected to cover and caller noted they weren't sure and patient believes they may have overdid it at swimming. Prior to last thursday, group d was providing adequate coverage for the patient. Caller stated that while mapping out stim today, when they increased amplitudes the patient wasn't feeling any stim and actually started feeling "intensities" where their cardiac loop recorder is; caller stopped increasing amplitude at this time. Caller then checked impedances and noticed out of range values. Caller ran electrode impedances at 3v and provided values as follows: 1-9 pair was 185 ohms; 0-6, 1-6, 6-7, 6-8, 6-13 were all >40k ohms. Caller reviewed various reference electrodes and besides out of range values, other pairs were ranging between around 500-1000 ohms. Caller ran group impedance for group d which patient has been using program 1 with contacts 10-12 is 944 ohms, program 2 with contacts 8-10 is 710 ohms, program 3 with contacts 9-11 is 727 ohms, program 4 with contacts 13-15 is 1025 ohms. Caller stated patient doesn't typically feel stim with this programming. The issue was not resolved through troubleshooting. Tss reviewed to avoid programming on pairs with impedance issues but the rest of the pa irs should be providing therapy. Caller was going to work with group d and talk with physician. When caller spoke with patient yesterday and walked them through attempting to increase stim with patient programmer, patient wasn't able to increase stim and saw symbols the caller wasn't familiar with. On call today, patient programmer was working as intended and they were able to increase stim when using buttons at top of programmer - caller noted that they had been (incorrectly) directing patient to use navigation buttons to try to increase stim. Additional information was received from the rep. The rep reported that the cause of the high impedances was not determined, and the rep was able to successfully program around the high impedance electrodes to get adequate coverage for the patient. The rep reported the impedances did not change, but there is no current issue regarding the patient's therapy, as the high impedance electrodes were not needed for programming.